Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2012 due to alleged increased metal ion levels and squeaking. During revision, surgeon noted scratches on the cup. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." And number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional/corrected information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that the patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2012 due to patient allegations of pain, elevated metal ion levels and squeaking. During the revision, surgeon noted scratches on the cup. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.